Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, power management graph displays unexpected battery power loss, battery lasts less than expected in long history and unit failed sleep current measurement, problem isolated to electronic assemblies. (B)(4).

Event description:
The customer reported via phone call that their insulin pump asked for replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.